Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads on the compression bolt fractured off the device, causing it to disassemble. All pieces were returned except for one of the springs. The device was manufactured in 2018 and exhibits significant signs of use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event could include over stressing/ torqueing. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during surgery, when surgeon tried to tighten the clamp, the clamp screw sheared off. No injury reported and all pieces were retrieved from patient, there was no delay and a backup device from smith and nephew was used to complete the procedure.